Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet experienced hyperglycemia to 258 mg/dl about 30 minutes after lunch while the cgm sensor was nearing expiration but still providing readings to the ilet; the agent provided education that the system would still be adapting and that the correction algorithm should bring glucose back into range. Symptoms included elevated blood glucose. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no hospitalization. Investigation included agent follow-up and user education regarding expected early-use glycemic variability and algorithmic correction. Investigation of this case revealed no device alarms or malfunctions and no component issues identified, with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown.